Manufacturer narrative:
Device was requested for return but was unavailable.

Event description:
The customer complained of questionable inr results for multiple patients on coagucheck xs meter with serial number (B)(4). Of the data provided, there were discrepant inr results for 3 patients. For patient 1 the result from the meter was >8.0 inr. The result from the laboratory was 5.2 inr on a sysmex instrument using dade innovin reagent. For patient 2 the result from the meter was 4.6 inr. The result from the laboratory was 3.36 inr on a sysmex instrument using dade innovin reagent. The result from the laboratory was 3.95 inr on a different sysmex instrument using dade innovin reagent. Patient 2 was a (B)(6)-year-old male with a date of birth of (B)(6). For patient 3 the result from the meter was 4.2 inr. The result from the laboratory was 2.8 inr on a sysmex instrument using dade innovin reagent. There was no allegation of an adverse event. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr; donor 2 inr: 2.7 inr. Donor 1 hct: 58%; donor 2 hct: 58%. Results: donor 1: retention meter with masterlot strips: 3.0 inr; donor 1: customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr; donor 2: customer meter with masterlot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Additional information was provided that the results from the meter were not used for diagnostic purposes.